Event description:
It was stated that the customer went to the hospital due to high blood glucose levels. No blood glucose reading was reported. It was stated that the buttons were not responding on the insulin pump prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.